Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in late may or early (B)(6) 2021 where three implants were installed. The patient later reported to a new surgeon with complaints of radicular pain following the initial procedure. The surgeon determined that the cranial positioned implant was impinging on the s1 nerve root causing radicular pain. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the cranial positioned implant and replaced it with a shorter implant of the same type using the explant void. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.